Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose level ranged between 278 to "high"; mg/dl with small ketones. The elevated bg was addressed by a correction injection via manual insulin therapy. Ultimately the customer reverted to an alternate method of insulin therapy.